Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Six samples were received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Five units had damaged cassette sheeting and one unit had no issues. Functional testing was performed on one unit which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. Therapy was unable to be resumed due to multiple alarms. The reported condition was verified on five samples. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the soft plastic of an amia automated pd cycler set broken in the middle. This issue was observed during set-up with patient involvement. The patient set-up with new supplies and completed therapy without any issues. There was no patient injury or medical intervention associated with this event. No additional information is available.